Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report indicates: 01/19/2015 mfg date. The initial medwatch report should indicate: 01/13/2015 mfg date.

Event description:
The customer contacted physio-control to report that their device could not be powered on. During device evaluation, physio-control observed that the device would power on, but would not complete its boot cycle. It would boot three times and then power off automatically. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a failure of the system pcb assembly. It was observed that the voltage on the system pcb assembly dropped, which caused the system pcb assembly not to allow normal power down. Eventually the system pcb assembly wouldn't power on at all. Further root cause could however not be determined. A replacement device was provided to the customer under warranty.